Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that during priming the fill driver keeps pushing forward until the reservoir is empty. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to complete functional test including occlusion test and excessive no delivery alarms test due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.